Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter. Subsequently, the patient developed peritonitis manifested by cloudy effluent, fever, and abdominal pain. It was reported the ¿extension set disconnected during night, the patient reconnected and continued treatment without thinking¿. It was further reported the pd catheter extension set allegedly "disconnected spontaneously and left the patient's catheter line open and exposed¿. The same day as event onset, the patient was hospitalized for peritonitis and was treated with gentamicin (for 13 days). The patient was discharged after hospital admission. Thirteen days after event onset, the patient was recovered. The transfer set was replaced, and the titanium adapter remained in use. Pd therapy was ongoing. No additional information is available.